Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was cracked. The monitor was originally returned for standard reference sensor failure on arterial side when the cracked cable guide was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.